Manufacturer narrative:
X-ray analysis: post-op x-rays for l3- ilium fixation show two retained iliac screws. By report the screw heads had to be cut off after the screw driver used for placement broke and the screws themselves could not be removed. Torque setting for the power driver are provided which appear to be within IFU. Also had difficulty with rod reduction. From the provided description it is unclear why the device failed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface at the base of the driver tip identified a fairly flat fracture surface and circular material displacement. The returned broken off portion of the driver tip identified an angulated fracture with circular material displacement throughout the fragment, with secondary damage suggesting a bending moment component in addition to torsional shear.

Event description:
Pre-operative diagnosis: "broken rods need to be revised" levels operated: l3-pelvis it was reported that on (B)(6) 2017, intra-op (revision procedure), while placing the iliac ballast multi-axial screws, ballast driver's tip broke. Cannulated ballast taps was used during placement of screws. The torque multiplier was utilized in this case and the setting on the "ipc" unit was 170. Once the screwdrivers' tip broke, there was no feasible way to remove the screw for the broken tip because they were ¿cold welded¿ onto the tulip. Once the screwdriver's tip broke, there was no feasible way to remove the screw for the broken tip was cold welded onto the tulip. Therefore, every possible way was tried to remove the broken ballast screw including the evolution (usr), which only has trephines and broken screw removal drivers up to 8.0 in diameter. The only option was to utilize a midas metal cutting burr and cut the tulip and burr down the screw shank. This process added 4 hours to the procedure which delayed the plastic surgeons who had to assist with the muscle flap during the closure. Products came in contact with the patient. No fragment of the devices remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.